Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was found to have bent once placed into the patient's right ventricle and was unable to be straightened. The rv lead was removed and replaced with another rv lead to successfully complete the procedure. No patient consequences were reported.

Manufacturer narrative:
The reported event of lead bent was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.